Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 13 mg/dl. Customer stated that she was hard times kept her blood glucose in control. Customer stated that the other times they was extremely high blood glucose. Customer was declined to troubleshooting after it was offered. The insulin pump will not be returned for analysis.